Event description:
New information received noted that programming changes were made, which appeared to resolve the issue.

Event description:
New information received noted that more post-paced t-wave over-sensing episodes were noted. Programming changes were discussed. The patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, non-sustained right ventricular oversensing (nsrvo) due to post paced t wave oversensing was noted on the stored electrograms. The device was post paced oversensing on the ventricular channel. Programming changes were made. The patient was stable.